Manufacturer narrative:
Device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 23 mar 2023, caller has reported that 7 infusion set was leaking at site with no visible cannula issue. The blood glucose level at the time of issue was 330mg/dl and managed by correction injection via multiple daily injections other times bolus after changing infusion set. The infusion set was in use for 1.5-2 days. The patient replaced the infusion set and resumed on insulin successfully. No further information was available.